Event description:
It was reported that the patient's ipg displayed a replace generator soon message, due to possible premature depletion. As a result, the patient underwent an ipg replacement wherein the ipg was explanted and replaced. Therapy was restored post-operatively.